Event description:
It was reported that there was high threshold and no capture at high outputs on the left ventricular (lv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID 8042b implantable pacing lead implanted: 2009-(B)(6), 4068 implantable pacing lead implanted: 2000-(B)(6), 5068 implantable pacing lead implanted: 2000-(B)(6). (B)(4).